Event description:
A customer reported a cartridge alarm 30 that occurred during the pump load process. The customer's blood glucose level was high, but a specific value was not provided. To manage the high blood glucose, the customer administered a corrective injection via multiple daily injections (mdi). The customer did not require assistance from a third party. As a resolution, cts arranged to replace the customer's pump, confirmed the shipping address, and provided instructions for putting the current pump into storage mode before returning it. A replacement pump with updated software was sent, and training was made available.